Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. Visual inspection pass. Boot was performed and failed. Charge performed and passed. Open and interior inspection was performed and passed. Speaker measurements was performed and passed. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.